Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient was in true ventricular tachycardia which their implantable cardioverter defibrillator (ICD) failed to deliver a shock for due to under-sensing. The patient reverted to sinus rhythm spontaneously. Programming changes were made. The patient was stable throughout.